Manufacturer narrative:
Minimum fill was not verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer is not performing the air removal step correctly. During troubleshooting with tandem technical support informed customer of the proper air removal steps. Additionally, it was reported that occlusion alarms occurred. A cartridge change was performed resolving the occlusion. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 222 mg/dl.